Event description:
It was reported that this patient with this pacemaker experienced a significant incident where she lost consciousness and fell in a wal-mart parking lot. During the event, she claimed that the emergency responders may have caused injury to her legs due to the way they handled her. Additionally, the patient reported that her heart rate recently rose to 123 bpm. The patient expressed a strong desire to resume latitude monitoring. The healthcare provider assisted her in getting her communicator back on track to ensure proper monitoring. The clinic will continue to closely monitor the patient's condition to rule out any issues with her health or pacemaker. The case is still being evaluated. This pacemaker remains in service. No additional adverse patient effects were reported.